Manufacturer narrative:
Correction: the previous or initial MDR submitted on april 21, 2025 was filed inadvertently. No device malfunction or serious injury has occurred.

Event description:
It was reported that the patient's dry & store unit was smoking. A new replacement of dry & store unit were sent to the patient. No serious injury was reported.